Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced multiple, intermittent elevated blood glucose (bg) levels ranging between 500-600 mg/dl. Manual injections were administered to address the bg levels. A system check was performed using the current supplies and the pump was performing as intended. The customer declined to remove their infusion set site to inspect their cannula. Tandem technical support advised the customer to contact their healthcare provider in regards to their elevated bg levels and to discuss alternative infusion sets. The customer stated an infusion set site change would be performed in the near future to address the issue and declined a follow up call.